Event description:
It was reported that during a bilateral total knee replacement, the tourniquet cuff was inflated on the left leg. When the procedure on the left leg was complete, the cuff was deflated and the operating room staff went to inflate the cuff on the right leg. It was at this point that it was noticed that the cuff on the right leg was already inflated. The staff was not sure how long the cuff had been inflated. The total amount to time for both knees to be completed was approx three hours. There were no adverse consequences reported for this event.

Manufacturer narrative:
The pump has not yet been received by the MFR for eval. The pump has not yet been received by the MFR for eval. When the pump is received and the quality investigation is complete, a follow up report will be filed.